Event description:
(B)(4). Found out I was pregnant 1 year and 6 months after coils were placed. Had a normal pregnancy. Delivered (B)(6) 2010. Had my tubes cut, tied, and burned (B)(6) 2010. Nothing was removed at time of tubal. Have experienced debilitating joint pain which started in my knees and has moved to my hips and elbows. At times I can barley walk due to the fact that it feels as though my hips are going to pull out of socket. Elbows prevent me from lifting anything at times. I experience hair loss, headaches on a daily, tooth decay, bloating, heartburn nightly, fatigue, low sex drive, stabbing abdominal pain when I cough or defecate, lower back pain, and edema.